Manufacturer narrative:
Investigation was able to reproduce the issue. It was determined that a fault of the mfm valve component had occured.

Event description:
User reported that when checking the gas flow accuracy, the reading value was not within allowable tolerances. Reading value for flow rate is 7.1lpm rather that the expected 5lpm. No patient involvement.